Event description:
A report was received that the pt had scar tissue buildup causing only two contacts to be usable. One lead was explanted and the physician elected to replace the ipg. The ipg was working properly prior to explant. The pt was reportedly doing well following the procedure.